Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump has cracks to the display. Customer's blood glucose level at the time 167mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.